Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding of hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen disposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
Following completion of a diagnostic catheterization, an angio-seal vip was deployed. There was a small, less than 5cc ooze. The suture was cut below the surface of the skin and there was pulsitile bleeding present from the puncture site. Pressure was applied to the puncture site and hemostasis was achieved. Distal pulses were lost below the popliteal artery as diagnosed by a doppler scan. A lower extremity angiogram revealed an obstruction at the ostium of the superficial femoral artery (sfa). After an unsuccessful snaring attempt, the obstruction embolized further distal to the popliteal artery. Surgical intervention was successful and distal blood flow was restored. The angio-seal was removed with a cut-down procedure.